Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Toward the end of an atrial fibrillation procedure, a cardiac perforation occurred. While mapping to confirm the pulmonary vein was successfully isolated, the sheath was maneuvered near the right superior pulmonary vein and a "pop" was felt. Two minutes later, the patient became hypotensive. An echocardiogram revealed a perforation and a pericardiocentesis was performed to stabilize the patient.